Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial tachycardia/atrial fibrillation with rapid ventricular response detected as ventricular fibrillation (vf). It was also noted that there was intermittent atrial undersensing on stored electrograms. The cardiac resynchronization therapy defibrillator (crt-d) and the atrial lead remain in use. No patient complications have been reported as a result of this event.